Event description:
A customer reported that the equipment was not recognizing the footswitch and a system message displayed during a cataract with intraocular lens implant procedure. After the footswitch was replaced, they found an intermittent problem with the footswitch cable. The cable was repaired and the case was completed following a delay of three hours. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).